Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an infusion rates changed prior programmed rates. There was one event involving norepinephrine. Rn adjusted rate back to correct setting, left the room and on return again noted incorrect rate on pump. The event happened at the intensive/critical unit (ICU/ccu). There was no known patient injury or medical intervention associated with this event. No additional information is available.